Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was interrogated during routine device assessment and found with tachy mode off.